Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted the lead was fully analyzed. No anomalies could be attributed to the complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Continuation of medical devices: ddbb1d1 ICD implanted on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead experienced oversensing and double counting of the r-waves causing the patient to receive inappropriate anti-tachycardia pacing from their implantable cardioverter defibrillator (ICD). The rv lead also exhibited high threshold and low pacing impedance. An insulation breakdown of the rv lead was found. The rv lead and ICD were explanted and replaced. No patient complications have been reported as a result of this event.